Event description:
The customer reported that there was air bubbles in the reservoir window compartment. Customer's blood glucose was unknown. The issue was resolved upon troubleshoot. The customer was advised to monitor the set and blood glucose very closely. Advised customer the infusion sets and reservoirs would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.